Event description:
It was reported during remote follow up that the right atrial lead exhibited intermittent undersensing as well as far field oversensing. The product will continue to be monitored. There were no patient consequences.